Event description:
A customer's wife contacted baxter's technical service center to request a swap of the homechoice (hc) device. The wife stated that the hc was over filling the homepatient. The homepatient was not on the hc at the time of the call. The technical service representative (tsr) asked when the hp drained and the drain volume (dv). The dv was 2000ml and the fill volume fv was 1500ml. A swap was initiated. Initial assessment identified an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 4. The homepatient (hp) drained out 2507ml. This drain volume meets iipv criteria. Product surveillance followed up with the nurse on (B)(6) 2010 and provided the results of evaluation to the nurse and the probable cause identified of insufficient drain, use error total ultrafiltration (uf) removal set too low. The nurse will follow-up on the setting. The nurse reported that the patient is doing great on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.